Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Functional testing was performed, and the pump passed. The investigation determined that the dso seal was damaged. The dso seal was replaced.

Event description:
It was reported that the pump is out of service. Per reporter, the incident did not involve any patients. Analysis of the device found a damaged downstream occlusion (dso) seal.